Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6) . The field service engineer determined there may be an issue with the detection unit. Circuit boards and the photomultiplier tube were replaced. The high voltage was adjusted. A blank cell calibration was performed and it was acceptable. Calibration and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for approximately 10-20 patient samples tested with elecsys amh on a cobas e 411 analyzer. The customer provided an example of one patient sample with discrepant amh results. The sample initially resulted in an amh value of 4.45 ng/ml. The physician questioned the value as it was too high for the patient's clinical status. The sample was repeated, resulting in an amh value of 1.81 ng/ml. The repeat value was deemed correct.